Event description:
It was reported to boston scientific corporation that a transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed to obtain a biopsy in the bronchus. According to the complainant, during the procedure, the needle would not retract completely. There was scope damage. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Further details are not available.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.